Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. ¿this report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.¿

Event description:
Patient reported "rotation", "folds", "insufficient volume to achieve satisfactory symmetry", "rupture", "chronic pain" which is not device related, "fibromyalgia" which is not device related and "breast implant syndrome". This record is for the right side. The device was explanted.